Manufacturer narrative:
Analysis of ins (nfw643258s) found that the battery was not in new condition. Analysis of ins (nfw643261s) found that the ins was functionally okay with insignificant anomalies.

Event description:
It was reported that premature battery depletion occurred. The battery was empty with no possibility to active the therapy while the battery indicator was not empty yet. It was unknown if diagnostic testing or troubleshooting was performed. The implantable neurostimulator (ins) was replaced. No patient complications were associated with this event. It was noted the ins implant date was (B)(6) 2009. If additional information is received, a follow up report will be sent. Reference manufacturer report # 9614453-2015-01608.

Manufacturer narrative:
Concomitant: product ID 7426, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2015-(B)(6), product type implantable neurostimulator. (B)(4). The implant date provided by the reporter was before the manufacturer date of the device. Follow up is being conducted to address the discrepancy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).